Manufacturer narrative:
Tandem¿s tslim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. A new cartridge was loaded and a minimum fill notification was received. Reportedly, the cartridge had been filled with 250 units of insulin and the customer had performed the incorrect air removal process. Tandem technical support educated the customer in the proper air removal process. Blood glucose level was 250 mg/dl.